Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she was playing flag football and the insulin pump was in her bra prior to the alarm. Customer's blood glucose reading at the time of the call was 117 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No button error alarms noted. However moisture damage was noted on keypad traces. The insulin pump has broken reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.